Event description:
The customer reported that the monitor intermittently has problems with the displaying images on top of the cysto table.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep checked the monitor power supply. He re-seated the video connector and power connector. The oec monitor is not available because the machine is end of life.